Manufacturer narrative:
The customer reported that they disposed of the part. Device evaluation not possible.

Event description:
It has been reported that the handle broke off of the chair. No adverse consequence alleged.